Event description:
Patient's legal counsel reported patient underwent left m2a hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, soreness, discomfort, lack of mobility, and elevated metal ions. It was further alleged that the cup was loose with no bony ingrowth and acetabulum bone loss. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates significant wear on the femoral head. The stem was found to be stable. Operative notes confirm cup was found to be loose and posterior superior acetabulum bone loss. The head and cup were removed and replaced with competitor product.

Event description:
Patient's legal counsel reported patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, soreness, discomfort, lack of mobility, and elevated metal ions. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported." Number 11 states, ¿wear and/or deformation of articulating surfaces¿. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01607 and 1825034-2013-05354).

Event description:
Patient's legal counsel reported patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, soreness, discomfort, lack of mobility, and elevated metal ions. It was further alleged that the cup was loose with no bony ingrowth and acetabulum bone loss. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006 receiving m2a products and was revised on (B)(6) 2011 due to unknown reasons. No further information or medical records have been provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
(B)(4).